Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6), and performed multiple troubleshooting procedures, including replacement of the 2500ul pump, bulk solutions (a-35001280-02). Part replacement resolved the issue. The 2500ul pump, bulk solutions (a-35001280-02) was determined to be the likely cause of the issue. No additional result issues have been reported since the service activity was completed. A review of the analyzer¿s service history identified no contributing factors to the current complaint. Trending was reviewed for the analyzer and part and determined no trends were identified. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely depressed tsh results for one patient on the alinity I processing module. The sample was repeated on another instrument with higher results. The following data was provided: sid (B)(6): initial tsh result = <0.01 miu/l repeat result = 1.55 ng/ml no impact to patient management was reported.